Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to remove the stylet was unable to be confirmed, as the stylet was not returned. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During prep of a 2.5x33mm xience xpedition rx stent delivery system (sds), the stylet could not be removed from the balloon. The device was not used and there was no patient involvement. Another device was used to treat the lesion. There was no clinically significant delay in the procedure. No additional information was provided.